Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in a moderately tortuous and mildly calcified mid let anterior descending (lad) artery. Following predilation using a 2.0 non-bsc balloon catheter, a 3.50x38mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, while advancing the device through the deep calcification, the stent strut was caught and got damaged. The device was removed and the procedure was then completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was not returned for analysis therefore the catheter batch/serial number cannot be identified. The stent was returned loaded on a 0.0135¿¿ guidewire and it was severely damaged the whole length with stent struts stretched on one section and misaligned on the other section of the stent. The sds was not returned for analysis therefore individual assessment of the catheter profiles could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in a moderately tortuous and mildly calcified mid let anterior descending (lad) artery. Following predilation using a 2.0 non-bsc balloon catheter, a 3.50x38mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, while advancing the device through the deep calcification, the stent strut was caught and got damaged. The device was removed and the procedure was then completed with a different device. No patient complications were reported and the patient's status was stable.